Manufacturer narrative:
The insulin pump was received with high idle current due to insufficient solder flow at the lcd driver on the lcd board. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched lcd window, scratched reservoir tube window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had low battery life. The battery was only lasting two days. Customer's blood glucose was unknown. The device is being returned for analysis.